Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the 3volt (v) coin cell battery. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the 3v battery to have 0.372 volts direct current (vdc) which does not have enough voltage to hold the system basic input output systems (bios). The battery output voltage does not need to fail to 0 before becoming unusable.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) displayed a 'disk boot failure, insert system disk and press enter' message. There was no patient involvement.